Event description:
Event description guidant received information that this implantable transvenous defibrillation lead is exhibiting noise and increased impedance measurements on the pace/sense portion of the lead. Shocking lead impedance measurements are stable.